Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). Icp express cable has been returned for evaluation: device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection showed no signs of physical damage. A known good icp express with a transducer simulator was used to test the cable. The icp express could detect the transducer and confirm transducer readings normally. The device did meet specifications. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for failure analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2023-00001. A facility reported a microsensor was implanted on (B)(6) 2022 in a male patient of approximate 8 years-old. A few minutes after implantation the icp readings jumped from clinical to 40. Due to the issue the microsensor was replaced. The patient went to picu (pediatric intensive care unit) with normal icp reading, however, approximately 1 hour later the sensor jumped to 40; then the second microsensor was explanted. It was also found that icp express cable was faulty (ID 826636) but not the monitor.